Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 60 mg/dl and 130 mg/dl. Customer was hypoglycemic at the time with lightheadedness and dizziness. Customer self-treated with orange juice. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.